Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that the pharmacist experienced no-flow during the use of an infusor elastomeric device, after the pharmacist had attempted to force-prime the device. The device was filled with normal saline. There was no patient involvement. No further information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from july 26, 2014 to july 28, 2014. An evaluation was completed to investigate the reported issue. A visual inspection was performed and noted approximately 190ml of fluid remaining in the bladder and no issues noted. Functional testing was performed and continuous flow was observed at the distal luer. The product met specification; therefore, the reported issue could not be verified through evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.